Manufacturer narrative:
H.6. Investigation: lot#9317681 DHR and related manufacturing records were reviewed, no abnormality was found. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. Bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that pen needle 32g 4mm xtw 5b 14pack china was unable to deliver insulin. The following information was provided by the initial reporter: the customer reported that the needle was blocked with no liquid, customer only used once, not reused, one needle was affected, and the normal liquid was discharged after replacing one, the product was purchased from hospital, and the needle was retained. 2020-12-03 received an update from the sales representative. The description of the incident is updated as follows: the complainant purchased a bd youze pen needle to inject insulin glargine from hospital. After the needle was installed independently, there was no insulin overflow when exhausted. After replacing another needle, it could be used for normal exhaust. When it followed up, it found that the affected needle was blocked. The actual inner needle had been broken and the broken needle was stuck at the edge of the insulin glargine rubber plug. It have obtained the broken needle and the remaining needles in the same box from the patient. If necessary, it can send the needles back to the factory.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen needle 32g 4mm xtw 5b 14pack china was unable to deliver insulin. The following information was provided by the initial reporter: the customer reported that the needle was blocked with no liquid, customer only used once, not reused, one needle was affected, and the normal liquid was discharged after replacing one, the product was purchased from hospital, and the needle was retained. 2020-12-03 received an update from the sales representative. The description of the incident is updated as follows: the complainant purchased a bd youze pen needle to inject insulin glargine from hospital. After the needle was installed independently, there was no insulin overflow when exhausted. After replacing another needle, it could be used for normal exhaust. When it followed up, it found that the affected needle was blocked. The actual inner needle had been broken and the broken needle was stuck at the edge of the insulin glargine rubber plug. It have obtained the broken needle and the remaining needles in the same box from the patient. If necessary, it can send the needles back to the factory.